Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had damaged bearing. It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.